Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage with the device. Functional inspection was performed, and the balloon was able to be inflated without any problem and able to hold the pressure. Media inspection of the photo provided by the customer noted the original pouch of the product with the respective label including lot and upn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was not confirmed. The returned device found no physical damage with the device and functional inspection performed found the balloon was able to be inflated without any problem and able to hold the pressure. Based on all gathered information, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the catheter kinked, which resulted in balloon leakage. The procedure was completed another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: investigation results media inspection of the photo provided by the customer noted the original pouch of the product with the respective label including lot and upn involved however, the device was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon could not be confirmed. The device was not returned despite good faith efforts. Without analysis of the device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. Therefore, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the catheter kinked, which resulted in balloon leakage. The procedure was completed another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the catheter kinked, which resulted in balloon leakage. The procedure was completed another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.